Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The passive backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitors were black on the 9800 system at boot up and could not see gray scale. No patient injury was reported.